Event description:
Reported event of pulmonary complication from journal article "laparoscopic adjustable gastric band for morbid obesity-local experience in al-ahsa region of saudi arabia", kuwait medical journal 2008, 41 (4): 301-303.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pulmonary complications are a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additionally, in the absence of a more specific event description, we have opted to code the event as "surgery related complication/observation". Device labeling: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."